Manufacturer narrative:
This report is being filed due to an update with the evaluation conclusion code. Upon receipt at our post market quality assurance laboratory, this polarmap catheter was visually inspected. The polarmap device has extensive damage at the distal loop with the core wire being severed. An additional electrode ring was also found to be present on the polarmap loop. Product analysis confirmed the reported event of catheter difficult to withdraw. The "known inherent risk of device " conclusion code was selected for the difficult to withdraw allegation, as the most assignable cause for the events was related to the method during the final use of the catheter. No issues with the material or manufacturing instructions were detected that might have contributed to the occurrence of the complaint events.

Event description:
It was reported that the catheter was difficult to withdraw from the patient anatomy. Subsequently the procedure was cancelled. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), a polarmap catheter was selected for use. It was observed that the device got stuck. The left inferior pulmonary vein (lipv) was successfully treated and after re-warming, the balloon catheter was retracted into the sheath. An attempt was made to retract the polar map, but it could not be withdrawn. Despite applying push-pull movements and torque rotation, the ring portion of the polar map appeared to be stuck inside the pulmonary viens (pv) and could not be moved. On imaging it was observed that one of the lipv branches, which was previously visible in the contrast imaging prior to ablation, was no longer seen. It was believed that the device may have entered a narrow branch, causing a dissection, which led to it becoming stuck. It was noted that the distal electrode side of the polar map was relatively free, so an additional, long sheath, was inserted into the left atrium. A snare was then used to access and successfully grasp the distal electrode portion of the polar map. Next, the cable connector portion of the polarmap was separated with scissors, allowing the balloon catheter to be withdrawn from the body. A guide exchange catheter was then inserted into the remaining polarmap. The guide exchange catheter was advanced near the stuck area. By gradually applying push-pull movements while simultaneously manipulating the snare-held portion, slight movement of the stuck polarmap was observed. Continued careful manipulation eventually resulted in what appeared to be the release of the stuck portion. After loosening and releasing the snare grip, the polarmap was successfully retracted into the guide exchange catheter. It was then withdrawn into the sheath and safely extracted from the patient. The physician determined continuation of treatment was too high risk, and the procedure was cancelled to assess the patient's condition. It was confirmed that there were no patient complications. The device was returned for analysis.

Manufacturer narrative:
Block d4 (model number, catalog number, and unique identifier) has been corrected. Upon receipt at our post market quality assurance laboratory, this polarmap catheter was visually inspected, and multiple kinks on the nitinol shaft were noted, the loop was severely damaged, and the electrical connector was completely removed from the nitinol shaft. Furthermore, a ninth electrode was identified on the distal loop of the polarmap which was extremely damaged; however, the polarmap was designed to only have 8 electrodes. X-ray imaging was performed, and it was confirmed that there were only 8 lead wires present and there was no indication of welding present on the isolated ninth electrode. Product analysis confirmed the reported event of catheter difficult to withdraw. An investigation to address the presence of the ninth electrode and the damage to the distal loop is in progress.

Event description:
It was reported that the catheter was difficult to withdraw from the patient anatomy. Subsequently the procedure was cancelled. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), a polarmap catheter was selected for use. It was observed that the device got stuck. The left inferior pulmonary vein (lipv) was successfully treated and after re-warming, the balloon catheter was retracted into the sheath. An attempt was made to retract the polar map, but it could not be withdrawn. Despite applying push-pull movements and torque rotation, the ring portion of the polar map appeared to be stuck inside the pulmonary viens (pv) and could not be moved. On imaging it was observed that one of the lipv branches, which was previously visible in the contrast imaging prior to ablation, was no longer seen. It was believed that the device may have entered a narrow branch, causing a dissection, which led to it becoming stuck. It was noted that the distal electrode side of the polar map was relatively free, so an additional, long sheath, was inserted into the left atrium. A snare was then used to access and successfully grasp the distal electrode portion of the polar map. Next, the cable connector portion of the polarmap was separated with scissors, allowing the balloon catheter to be withdrawn from the body. A guide exchange catheter was then inserted into the remaining polarmap. The guide exchange catheter was advanced near the stuck area. By gradually applying push-pull movements while simultaneously manipulating the snare-held portion, slight movement of the stuck polarmap was observed. Continued careful manipulation eventually resulted in what appeared to be the release of the stuck portion. After loosening and releasing the snare grip, the polarmap was successfully retracted into the guide exchange catheter. It was then withdrawn into the sheath and safely extracted from the patient. The physician determined continuation of treatment was too high risk, and the procedure was cancelled to assess the patient's condition. It was confirmed that there were no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter was difficult to withdraw from the patient anatomy. Subsequently the procedure was cancelled. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), a polarmap catheter was selected for use. It was observed that the device got stuck. The left inferior pulmonary vein (lipv) was successfully treated and after re-warming, the balloon catheter was retracted into the sheath. An attempt was made to retract the polar map, but it could not be withdrawn. Despite applying push-pull movements and torque rotation, the ring portion of the polar map appeared to be stuck inside the pulmonary viens (pv) and could not be moved. On imaging it was observed that one of the lipv branches, which was previously visible in the contrast imaging prior to ablation, was no longer seen. It was believed that the device may have entered a narrow branch, causing a dissection, which led to it becoming stuck. It was noted that the distal electrode side of the polar map was relatively free, so an additional, long sheath, was inserted into the left atrium. A snare was then used to access and successfully grasp the distal electrode portion of the polar map. Next, the cable connector portion of the polarmap was separated with scissors, allowing the balloon catheter to be withdrawn from the body. A guide exchange catheter was then inserted into the remaining polarmap. The guide exchange catheter was advanced near the stuck area. By gradually applying push-pull movements while simultaneously manipulating the snare-held portion, slight movement of the stuck polarmap was observed. Continued careful manipulation eventually resulted in what appeared to be the release of the stuck portion. After loosening and releasing the snare grip, the polarmap was successfully retracted into the guide exchange catheter. It was then withdrawn into the sheath and safely extracted from the patient. The physician determined continuation of treatment was too high risk, and the procedure was cancelled to assess the patient's condition. It was confirmed that there were no patient complications. The device is expected to be returned for analysis.